Manufacturer narrative:
Insulin pump had intermittent button response due to moisture damage on keypad traces. No button error alarm noted. No moisture damage on electronics noted. Insulin pump received with minor scratches on display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed button error. The customer stated that they tried to deliver a bolus but the buttons were not responding. The customer's blood glucose was 150 mg/dl. The customer stated that they were golfing in the rain. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.